Event description:
It was reported by service report that the bed's foot end will not raise or lower electronically, unless it is in diagnostics. The bed will lower manually, but it is stuck in reverse trend. The gatch limits were also off and when the gatch litter was laying flat on the litter the gatch motor continued to bind out on the frame of the bed.

Manufacturer narrative:
Sensor coil cable. Potentiometer gear.